Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 3.00 x 16mm synergy ii stent was advanced to treat the lesion. The stent became dislodged inside the patient's body and could not be retrieved. The stent was deployed in a proximal lad lesion. Emerge balloons were used to extend the stent. The procedure as completed with a different device. There were no patient complications and the patient's status was fine.